Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a procedure to sweep the duct for stones performed on (B)(6) 2015. According to the complainant, while sweeping the bile duct, the balloon was attempted to be deflated; however, the balloon could not fully deflate. The physician had to manipulate the syringe to remove the air from the balloon. Once the air was removed the physician removed the extractor balloon out of the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed no visible issues. Functional analysis revealed that the balloon could be inflated and deflated without difficulty. The balloon worked as intended and was within specification. No information suggests that the device failed to deflate due to handling of the device. Therefore, the as reported failure mode cannot be confirmed and the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during a procedure to sweep the duct for stones performed on (B)(6) 2015. According to the complainant, while sweeping the bile duct, the balloon was attempted to be deflated; however, the balloon could not fully deflate. The physician had to manipulate the syringe to remove the air from the balloon. Once the air was removed the physician removed the extractor balloon out of the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.